Event description:
Clinical trial. It was reported that 1018 days following a coronary artery drug eluting stenting treatment procedure the patient experienced left arm pain. The index procedure identified one target lesion 20mm in length located in the distal cx (circumflex) with 95% stenosis and 3.0 mm reference vessel diameter. A 3.0 x 24mm stent was implanted in the pre-dilated distal cx reducing the stenosis to 0%. The patient was admitted to the hospital with left arm pain thought to be cardiac in nature 1018 days following the index procedure. Cardiac catheterization the following day revealed 100% stenosis of the proximal lad, 75% stenosis of the lesion in the distal cx, and a 100% lesion in the svg (saphenous vein graft) to the 1st diagonal. Per physician note, angiogram revealed not cardiac ischemia and no intervention was performed. The patient was hospitalized overnight. The physician noted the serious adverse event to be possibly related to the device. The event was reported as resolved with still persistent effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.